Event description:
Patient contacted dexcom technical support to report cgm inaccuracies compared to blood glucose meter and reported that cgm was sometimes greater and sometimes less than blood glucose meter values. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.